Event description:
Boston scientific received information that the patient implanted with this product was being treated for a possible infection. It was also reported that one of the leads has dislodged. A revision procedure will be scheduled for a later date.

Manufacturer narrative:
Records indicate this product remains in service. Should additional information become available this report will be updated.